Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump had a cracked case at the display window corner, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 229 mg/dl at the time of the incident. Customer was going to bolus when the pump alarmed button error. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.